Manufacturer narrative:
After investigation this file is determined to be not-reportable. Customer confirmed this device will not be returned for repair, therefore the customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 12feb2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure which does not correlates to the customers reported issue. There is not enough information in the file to determine if a CAPA should be referenced. There was no patient involvement.

Event description:
It was reported that there was a pcu system error code 133.680. It was noted that this was an out of box failure. There was no patient harm. The issues were noted before patient use. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a pcu system error code 133.680. It was noted that this was an out of box failure. There was no patient harm. The issues were noted before patient use.